Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No reagent testing regarding sensitivity and no historical lot review could be performed because the architect (B)(6) reagent lot that was in use by the customer is unknown. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of (B)(6) was generated for a patient being treated for (B)(6). The customer inquired whether (B)(6) treatment can cause a patient to test (B)(6). No adverse impact to patient management was reported.